Event description:
The event involved a plum 360 infusion pump where it was reported the liberal nurse installed the taxol chemotherapy protocol for 3 hours. The patient called because the chemo flowed in 2h:30h. The flow rate has been correctly programmed on the pump. It was reported the flow rate has changed on its own. The status of the product at the time of event is during infusion. There was patient involvement, and unknown patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was received for investigation on 8/30/2023. The "flow rate has changed on its own¿ was evaluated as a level 1 investigation. The device was in good general condition. The device logs were downloaded and sent for analysis. Summary from log analysis: engineering concluded the probable cause of the incident was user error. Specifically, that the nurse did not clear the infusion on line a and reprogrammed the values overriding the duration. This reduced the duration twice to approximately 30 mins and due to the duration change, the rate was changed. This made the infusion change duration to approx. 2 hours 30 mins and hence the pump was working as expected and the rate did not change independently. The device completed a performance verification test (pvt) without issue. There was no fault found with device.